Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing. A second fiber and a third fiber were used, and both did not perform as expected. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing. A second fiber and a third fiber were used, and both did not perform as expected. The procedure was completed using an alternate device. There were no patient complications.